Event description:
It was reported the tip detached. A savion flx wire was selected for a procedure in the totally occluded lesion in the severely calcified posterior tibial artery. The physician highly manipulated the savion flx wire in an attempt to enter the lesion. The savion flx wire was unable to enter the lesion due to the severe calcification. The savion flx wire was removed to attempt a new wire. Upon removing the savion flx wire, it was observed that the tip of the wire was detached and remaining inside the patient. As the vessel was already occluded, the tip fragment was not causing any patient complications. The procedure was completed with a new savion flx wire. The patient was ok post procedure. It was further reported that: the procedure team tried to catch the tip fragment with a lasso but it did not work because it was such a small fragment. The patient has since been discharged home.

Manufacturer narrative:
B5: describe event or problem: updated. H6: impact codes: added prolonged surgery for the lasso needed. Device eval by manufacturer: the guidewire was returned for analysis. The small portion of the polymer jacket was detached at the very tip and not returned. Dimensional inspection was performed, and the outer diameters at the proximal, mid, and distal sections were found to be within specification. The overall length could not be measured due to the detached polymer section.

Event description:
It was reported the tip detached. A savion flx wire was selected for a procedure in the totally occluded lesion in the severely calcified posterior tibial artery. The physician highly manipulated the savion flx wire in an attempt to enter the lesion. The savion flx wire was unable to enter the lesion due to the severe calcification. The savion flx wire was removed to attempt a new wire. Upon removing the savion flx wire, it was observed that the tip of the wire was detached and remaining inside the patient. As the vessel was already occluded, the tip fragment was not causing any patient complications. The procedure was completed with a new savion flx wire. The patient was ok post procedure. It was further reported that: the procedure team tried to catch the tip fragment with a lasso but it did not work because it was such a small fragment. The patient has since been discharged home.

Manufacturer narrative:
B5: describe event or problem: updated. H6: impact codes: added prolonged surgery for the lasso needed.

Event description:
It was reported the tip detached. A savion flx wire was selected for a procedure in the totally occluded lesion in the severely calcified posterior tibial artery. The physician highly manipulated the savion flx wire in an attempt to enter the lesion. The savion flx wire was unable to enter the lesion due to the severe calcification. The savion flx wire was removed to attempt a new wire. Upon removing the savion flx wire, it was observed that the tip of the wire was detached and remaining inside the patient. As the vessel was already occluded, the tip fragment was not causing any patient complications. The procedure was completed with a new savion flx wire. The patient was ok post procedure.